Manufacturer narrative:
Technician found the siderail was broken - broken piece (B)(4). Unable to repair on site. Swapped out the bed. Repair not yet confirmed.

Event description:
Complaint alleged that the railing came down and broke.